Manufacturer narrative:
It was indicated on the user facility mandatory medwatch report that the device was available for eval. However, multiple unsuccessful attempts have been made to determine the device disposition. If the device is received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.